Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred while the customer was operating a weed wacker and a rock flew up and hit the pump. Customer's blood glucose level was 163 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.